Event description:
It was reported that the patients implant procedure was aborted due to a cerebrospinal fluid leak. It was noted that the patient experienced a slight headache during the procedure. The physician elected to not insert the leads due to the complication. The patient was treated with medication and was doing well postoperatively. The leads were not returned as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7100861.